Manufacturer narrative:
[Health effect - impact codes]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported unknown side "mild discomfort", rupture and cyst. The device has been explanted.